Event description:
Information was received from a patient via a manufacturer's representative (rep) regarding external devices to an implantable neuro stimulator (ins) implanted for non-malignant pain indications. It was reported that the rep called after speaking with the patient who reported that their controller would not allow them to charge their ins even though it showed it was charged. The patient was brought on the phone and reported that the controller powered on when plugged into ac power cord but would not stay powered on when they try to charge their ins. The patient reported no green light on the controller when it was plugged into the ac power cord. The patient did not have aa batteries to try. The patient also reported that their other controller will not power on and allow them to recharge their ins. The patient was brought on the call and confirmed, but also confirmed that their controller would power on when plugged into ac power cord. The issue was not resolved through troubleshooting. Replacement battery packs were sent out. The rep called back a few days later and reported that the patient tried charging both of the new battery packs that they received and continued to get the 'replace controller batteries soon' message when the controllers were unplugged from the ac power cord on both controllers. The patient reported that they were able to locate aa batteries and this also produced the same message on both controllers. Replacement controllers were sent out. The rep called back five days later and said the patient got the replacement controllers and the replacement battery packs and now, the rep was meeting with the patient because the battery packs were still not charging when plugged into ac power supply. During the call, the rep confirmed both controllers were turning on when the battery packs were taken out and both controllers did not have green blinking lights when plugged into ac power supply with li batteries installed. Tss reviewed case details and saw that the serial numbers of the battery packs the pt had during the call matched the serial numbers of the li battery packs that the patient was supposed to have replaced. The patient confirmed they sent back replacement li battery packs because they "did not work." The patient demanded all new equipment and got escalated when informed they sent back replacement li battery packs. The rep informed the patient they would be sent new li battery packs and to mark the bad battery packs to not mix up equipment. No damage was detected on li battery pack, ac power supply, or controllers. The rep said they saw "normal wear and tear" on the pins of the ac power supply. Replacement battery packs were sent out. The rep called back the next day stating that the patient received the replacement battery packs and inquired about the different model battery packs. Tss reviewed information and instructed caller to have patient take the battery compartment door off the dummy controller and place on their controller if need be so that the door fits properly. Additional information was received from the patient. Patient called back stating that they are having trouble charging their ins. Patient stated that their paddle has a hard time finding their ins, seeing no device found screen even though they have their paddle right on top their implant. Agent reviewed the no device found screen with patient can appear if the implant has been depleted for a while. Agent walked patient through a passive recharge. After a few minutes, patient confirmed seeing the batteries (49) recharging screen. Agent reviewed with caller charge duration expectations. Patient repeated information regarding the equipment issues they were having: how each time they turn their stimulation off, they have to take the back of their controller off and take the battery out and that they should not have to do this every time. Patient also mentioned that they sent their old equipment back. The reason for call was patient reported they were having issues charging the left implant and the issue began today. Patient then got an unfamiliar device found message. Patient denied trying to connect both controllers to their left implant. Patient just got replacement controllers and battery packs (see rtg0498008 / rtg0498021). During the call patient removed the battery packs from both controllers, plugged the ac power supply cords, and controllers powered on. The left controller showed recharge implanted device. Patient inserted the battery pack and green light was flashing. Patient got unfamiliar device found for the left controller when patient plugged the recharger and placed the paddle over the left implant. For the right controller patient got no device found and recharging not available install medtronic battery pack. Patient inserted the battery pack and patient responded 'yes' to green light above the screen. Patient plugged the recharger into the right controller and placed the paddle over the right implant. Patient got recharging excellent. Patient plugged the (B)(6) recharger into the left controller and placed the paddle over the left implant. Patient got the battery empty cannot provide stimulation recharge implanted device message. Patient noted they could still feel their stimulation working. Left controller did not recognize the recharger was plugged in. Patient plugged the ac power supply cord into the left controller and confirmed green light. Patient also noted the left controller screen turned white and patient reset the controller and the controller wasn't charging even though the controller was plugged in all night (agent understood this as before patient called patient services). Patient noted on the left controller both the controller battery and implant battery had triangles with an exclamation mark. Patient noted the right implant stopped charging. Patient started charging the right implant again and was still stuck at checking recharge quality. Agent sent email to exchange both rechargers. Agent advised patient to call back if the issue persisted. Patient noted they took half an hour to charge their current implants and charged every 2 and a half days. With their previous implants it took 3 hours to charge the implants but they could go for 2 weeks without charging the previous implants. The first implant was replaced due to normal battery depletion. The second implant was also changed because they wanted to change the implants at the same time. No complications for the second implant as well. Patient was escalated. Rep called with patient to report a blank white screen on the controller, patient said it was like that since he got the replacement. Rep request controller and lithium battery replacement. Pt called back stating they had been calling back and forth the patient services and reps for the last 2 weeks. Pt received new parts and the controller was still not working. Pt texted the rep reggie roy last night. Pt was trying to pair the new controller and it said battery empty, recharge the controller. The rep told pt to charge it. Pt said it was going between connect the recharger and set up for implant. Pt charged the controller all night and it still said battery empty, recharge the controller. Pt also had the battery pack replaced and still has the same problem as with the last one. Pt reset 10 times. Pt was able to use the controller from the right side to charge the left ins. Ins was at 80%. On the call instructed pt to plug in the controller without battery. The screen came on. Pt inserted the battery pack and the green light was blinking, it was charging. Instructed to leave it plugged in. Called pt back. The green light was still blinking. The controller said battery low, recharge the controller. The power supply had the green light. Pt also tried other outlets. Reviewed all parts were replaced besides the power supply. Reviewed we will send a new power supply and will ask repair if they think pt needs to try another battery or controller. If not resolved, pt will need to meet with reps in person. Pt said they already met with 2 reps and they told pt to call tech services. Pt was upset that they had so much trouble.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) product type product ID 97745bp lot# serial# (B)(6) product type accessory product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID m995402a001 lot# serial# (B)(6) product type product ID 97745bp lot# serial# (B)(6) product type accessory product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745nt lot# serial# (B)(6) product type product ID m995402a001 lot# serial# (B)(6) product type product ID m995402a001 lot# serial# (B)(6) product type product ID 97745ac lot# serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial #: (B)(6), UDI#: (B)(4) product ID: 97745bp, serial #: (B)(6), UDI#: (B)(4) product ID: 97745, serial #: (B)(6), UDI#: (B)(4) product ID: 97745, serial #: (B)(6), UDI#: (B)(4). H3. Analysis of the battery pack (B)(6) found that the battery pack would not charge in a known good unit. Analysis of the battery pack (B)(6) found that the battery case was broken. Analysis of the controller (B)(6) found that the main board lithium ion battery contacts were damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: 97745nt, sn (B)(6), was returned for product analysis. Analysis found the main board was damaged and had broken/damaged battery contacts. The case front was also damaged as it had stripped screw holes causing case separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.